Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the titanium powerport isp implanted products that are cleared in the us. The pro code for the titanium powerport isp implanted products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation is inconclusive for the component missing. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605550ce implantable port allegedly experienced component missing. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, weight, and sex were not provided.